Event description:
It was reported that the device lost a pt connection thru the therapy cable. Customer responded to a (B) (6) male cardiac arrest pt and was providing treatment when the device was reported to lose connection and show dotted line across the screen. Users checked the electrodes and therapy cable connections with no avail. The pt was switched to another defibrillator and transported to the hosp. The reported issue had no adverse effect on the pt. Customer informed that the reported issue was the second occurrence. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to confirm nor duplicate the reported issue. Physio observed proper device operation through functional and performance testing and returned it to the customer for use. The cause of failure could not be determined.